Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that replacement recharger has been working well. Patient believed that previous recharger must have been going bad for awhile as the new one recharger more quickly. Patient also mentioned that they are recovering from elbow surgery.

Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6) product type recharger. H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that recharger got warm at the relay box after running as well as a poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for the call was caller reported that they were charging their implantable neurostimulator (ins) this weekend and the ins would only charge for 5 minutes before the controller would display system problem rm03 cannot continue. Agent asked , pt stated that the recharger does get warm but not hot enough to burn. Caller confirmed that the controller charges fine to 100% from the ac power supply. Agent recommended to reset the controller before using the replacement recharger. Agent recommended to monitor implant charging with replacement recharger and can call back if issue does not resolve. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B3: event date is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4) ; product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.